Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delayed arrhythmia termination after a shock for ventricular fibrillation (vf). The delay in termination resulted in redetection and another shock which reinitiated the arrhythmia. The episode was ultimately terminated with another shock. It was also noted that the right atrial (ra) lead appeared to be undersensing during ventricular arrhythmias. The crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event.